Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that pt called reporting loss of therapeutic effect that started about a week ago and mentioned that they barely make it to the bathroom. The circumstances that led to the reported issue were unknown. Pt mentioned that they're uncertain if they made changes on their therapy settings. Pt also mentioned that when they first got home from getting the implant, they could barely walk as it was so painful, so they changed the setting. Agent guided the pt navigating the ins my therapy app in increasing stimulation. Also, on the call, pt described the feeling of the stimulation as an electric shock and confirmed that the feeling went away and confirms feeling the stimulation comfortably. Patient will continue to monitor symptoms. Redirect to managing doctor if issue persist.